Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused damage to their teeth. They provided a letter of recommendation from their dentist. The dentist states in the letter the patient had a comprehensive dental exam and radiographs. Patient was diagnosed with periodontal disease which appears to have been in existence for years with multiple sites of decay. It is recommended that the patient discontinues orthodontic treatment this is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.